Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: 1.6, lab: 2.54.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.6, ref: 2.54, mean: 2.07, confidence limits: (1.3-2.7), result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint was expected for return. In-house therapeutic donor testing was performed on reported lot 272918 on (B)(6) 2012 and (B)(6) 2012. Results as follows: donor #1. Inratio: 1.6, 1.8, results: 1.5, reference: 1.55, bias threshold: 1.05-2.05, %cv: 9.35. #2. 3.4, 3.0; 3.0; 3.16; 2.16-4.16; 7.37. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's date from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.